Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, an unexpected reset occurred. Customer's blood glucose (bg) level was in the 600's (mg/dl). Customer administered a manual injection to address bg level. Reportedly, the customer reloaded the cartridge and resumed insulin delivery.